Event description:
It was reported that the patient underwent spinal cord stimulation (scs) lead explant procedure due to inadequate stimulation. The patient was doing well postoperatively. The explanted leads were discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6).